Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 427 mg/dl at the time of incident and the current blood glucose level was 358 mg/dl. Customers other blood glucose value was 382 mg/dl. The customer was treated with manual injection. The customer stated that the symptoms related to high blood glucose such as shaky and irritable. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer did not allege pump was under delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer also stated auto mode feature was not active. Customer declined to check for the presence of leaks or air bubbles in the tubing or in reservoir and also declined to check for possible site or insulin issues. Customer performed high performance test which was failed again repeated this test then it was passed. The device will not be return for analysis.